Manufacturer narrative:
The suspect product is the softclix plus lancet.

Event description:
Customer reports the softclix plus lancet does not stick her finger, and when the lancet comes down, it will not go back into the device (lancet will not retract). No accidental needle stick occurred. The customer did not provide the location where the malfunction occurred. The customer did not indicate how long the malfunction has been occurring. No adverse event reported. Requested return of suspect device and replacement was sent. Softclix plus lancet lot number bas019.